Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient's personal therapy manager (ptm) was malfunctioning and was not giving the patient "juice." The ptm read code 8476, indicative of a motor stall. The patient was redirected to their healthcare provider to check the pump. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient was receiving lioresal (100 mcg/ml), dilaudid (0.4 mg/ml), bupivacaine ( 15 mg/ml), and fentanyl (400 mcg/ml). It was noted the pump motor stalled in (B)(6). It was noted the stall was probably due to the ptm. The hcp had programmed pump to deliver ptm bolus every hour. The hcp explained to the patient the pump was not designed to deliver suck frequent doses and probably caused the pump motor stall. The pump was placed in minimum rate and replaced on (B)(6) 2020. The logs were printed and will be shipped with the pump once the rep receives if back from the hospital. The patient was put on oral medication to avoid withdrawals. No injury to the patient was noted. The issue was resolved.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) . It was reported that the drugs being used were 400 mcg/ml fentanyl at 2.48 mcg/day, 0.4 mg/ml dilaudid (hydromorphone) at 0.00248 mg/day, 15 mg/ml bupivacaine at 0.093 mg/day, and 100 mcg/ml baclofen at 0.62 mcg/day. The pump was beeping, there was a motor stall that occurred, the doctor had the patient using the ptm every hour due to bupivacaine. The doctor was aware that the ptm is not design to function every hour. The device was used in the patient for treatment of pain. The battery was depleted. There was no rotor study or dye study performed. The pump was returned for analysis. The pump battery was depleted, ¿possible due to ptm overuse as programmed by the doctor.¿ the doctor was aware and so was the patient. Logs show that the motor stall occurred on (B)(6) at 12:44pm, recovered on (B)(6) at 8:25pm, stalled on (B)(6) at 8 :57pm, recovered on (B)(6) at 11:00am, and stopped pump duration exceeded 48 hours on (B)(6) at 3:04pm.